Event description:
The customer reported the standby switch turns blue when pressed, but does not turn on. The system then boots up and displays a system message. The case was delayed over an hour while the customer waited for another room to finish cases. There was no patient injury reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the reported problem. The system message log displayed a system message, but not the same one the customer reported. The system message displayed advised to reseat the power cord. The company service representative reseated the power cord and all the connections on the host and pcb as a preventive measure. The system was tested for 1.5 hours without any problems noted. The system was tested and met all product specifications.